Event description:
During a review of a vns pt's programming history, it was noted that upon initial interrogation on (B)(6) 2008, his settings were 0 ma/20 hz/500 microsec/14 sec/0.5 min. In the available history, a faulted sys diagnostic test is seen on the pt's previous visit, (B)(6) 2008, after which no final interrogation was performed. On (B)(6) 2008, the pt had been set to 1.75 ma/20 hz/500 microsec/14 sec/0.5 min. Therefore, it appears that the faulted diagnostic test altered the pt's settings. The output current was increased on (B)(6) 2008. The programming system's hand-held computer and software were returned for separate issue. No anomalies were noted with either component during analysis by the MFR, and they operated within specifications.